Event description:
A report was received via social media that the patient underwent an unknown surgeries for an unknown reason three months after being implanted. No further information could be obtained.